Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dead about to be released from the hospital. The customer¿s blood glucose was unknown. Customer stated that they had try a brand-new battery in the insulin pump, but he stated that he did not had one with him. Customer stated that there were no damages to the battery cap and there was not. The device will not be returned for analysis.